Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30/jan/2017 and supplemental psr on 17/apr/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture, cyst, pain under the armpits possibly attributed to the "inflammed lymph," and "breasts were different". Device has been explanted.